Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump was received with intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. No frozen screen noted. The following tests were not performed due to intermittent button response: basic occlusion, occlusion and prime or a33 test. The device was received with minor scratched display window. The device was received with cracked case display window corner, battery tube threads, and was missing end cap sticker.

Event description:
It was reported on (B)(6) 2014, there was a small crack on the reservoir compartment of the insulin pump. The buttons were also unresponsive and when filling, the tubing insulin continued to drip. Customer's blood glucose was 99 mg/dl. Customer's mother was unsure how damage occurred to the device. Customer's mother stated she was attempting to prime and when customer released the act button the insulin continued to squirt out. Customer's mother stated she felt the button was sticking. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.